Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The reviewed history showed that all programmed boluses were delivered as intended. The manufacturer performed a visual inspection and tests for flow and leak on the returned used infusion set. All test results were within specifications.

Event description:
Patient has experienced hyperglycemia for the past 2 weeks, and she believes the insulin delivery of the infusion device is too low. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.